Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the sensor. Customer's blood glucose level was 30 mg/dl. She did not know where she was and was doing different things. The customer treated her blood glucose level with juice. The insulin pump alarmed weak signal and calibration error. The sensor's cannula had an s curve. The transmitter was damaged. The device was not returned.